Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous shunt. A 6.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at nominal pressure within 30 seconds and a pinhole was noted. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.